Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted device labeling addresses: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported right side "rupture of the expander." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: three curved opening and brown particles. A microscopic analysis was performed which identified: more than three curved striated openings and a striated nick. Based on the device analysis the final assessment is: more than three curved striated openings assessed as surgical damage, and striated assessed nicks as surgical tool like scratches.

Event description:
Physician reported right side "rupture of the expander." The device has been explanted.